Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient stating that the cleo adhesive was not sticking to the patient's skin. It would only stay on for a couple of hours and then fall off. Blood glucose levels were not affected. No patient injury reported.